Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the endostitch device would not unlock and seemed to be jammed, the release function would not work. It was also noted that a piece of a needle from a endostitch reload broke off from the device.